Event description:
This event was reported as valve explanted after 1.5 years due to mitral regurgitation. Possible fibrous tissue problem and possible sizing to annulus problem. No further information was provided.